Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that when the dental implant was placed in ada site 15, it failed to stabilize upon insertion. Another implant was not successfully placed in the same site on the same day. A bone graft was placed. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dental implant was removed because of its low primary stability achieved.

Event description:
The clinician reported that when the dental implant was placed in ada site 15, it failed to stabilize upon insertion. Another implant was not successfully placed in the same site on the same day. A bone graft was placed. The product will be forwarded to the manufacturer for investigation. There were no reported complications.